Event description:
The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions) and h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump immediately flashed white display once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing white display. Test p-cap and reservoir locks properly into the reservoir compartment. Unable to download pump history files and traces using thump software due to flashing white display. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and label damage. Flashing white display was confirmed during testing due to moisture damage on the electronic assembly. Unable to verify customer's complaint for blank display, keypad/button unresponsive/button error, and device heating up due to flashing white display. Exposed to moisture was confirmed found on the battery tube, electronic assembly, motor, and force sensor. Unable to download was confirmed due to flashing white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, blank display, keypad/button unresponsive/button error, device heating up. The customer reported no adverse event. The event involved product(s) mmt-1886. Pump exposed to fluid. Customer reported that pump was exposed to moisture. Troubleshooting was performed. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. No harm requiring medical intervention was reported. Product return status for mmt-1886 is unknown.